Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 377745 lot# n0033126, implanted: 2005 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2005 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 355029 lot# n0045926, implanted: 2005 (B)(6), product type accessory. (B)(4).

Event description:
The patient's daughter reported that the patient's implantable neurostimulator (ins) system was explanted approximately two years ago due to (B)(6) infection. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.